Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for no delivery was performed. Customer advised the alarm occurred during a bolus. Customer resolved the issue with a complete set change. Customer declined to return the reservoir and the infusion set. Customer removed their site and advised they had a bent cannula. Customer declined to troubleshoot their high blood glucose levels.